Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results.

Event description:
It was reported that during use of this swan-ganz bipolar pacing catheter it was unable to pace. After catheter insertion, pacing was attempted but did not work. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for or if the patient had any cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with monoject limited volume syringe was returned for evaluation. The reported issue of unable to pace was confirmed. Continuity testing found an open condition of proximal circuit in the y-adaptor. There was no open or short condition observed in the distal circuit. There was no visible damage observed from the catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The issue of pacing difficulty was able to be confirmed through objective evidence from the product evaluation. Additional images were provided by the laboratory which confirmed the full open condition failure of the proximal circuit in y-adapter. The proximal leadwire was found to be broken at the pin plug within y-adapter. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect, therefore, a root cause could not be identified. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.